Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that before a procedure the locking mechanism for the reference frame was very loose. The site used a different frame for the case.